Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door 3 was failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer stated that the drawer was left in an office on the unit where the drawer issue was reported. The pharmacy was informed that the medications had been loaded elsewhere for nursing access, and the pharmacy was to be contacted the following day with an update. No repair testing was performed during this visit, as the repair was planned to be completed at the next service appointment. Subsequently, the customer called back and reported that the device was functioning properly and requested that the service call be canceled.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the tower door 3 was failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.